Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. No image issue was reproduced, and due to a faulty cable. The evaluation also found that the connector tip was smashed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the hd camera head image does not appear. The issue was observed at the beginning of an unknown urology case. The procedure was able to be completed with another device with about a 15-minute delay. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image not being displayed occurred due to a cable failure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.